Event description:
It was reported the pt has been experiencing soreness around her scs ipg pocket site. The soreness occurs with and without stimulation. The pt has been referred to a surgeon to have the system explanted. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.